Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited measurements falling below 200 ohms impedance. The lead wouldl continue to be monitored.